Event description:
It was reported that a pt underwent a strabismus procedure on an unk date and suture was used. Post-operatively, the pt developed a (B)(6). Add'l info was requested.

Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.